Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). UDI: unavailable, unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a revision was performed to remove the two (2) unknown broken rods. The procedure and patient consequence were unknown. This complaint involves two (2) devices.

Manufacturer narrative:
Product complaint # ==> (B)(4). The viper2 straight rod300mm, cocr, product code: 196789300, lot number: unknown, quantity 1, was not returned to the customer quality unit for evaluation. Thus, an investigation will be based on a no sample device evaluation. Should more information and/or the device(s) become available at a later date, this complaint file will be reopened and the device(s) will then receive a full evaluation. A review of the device history record (DHR) could not be performed on the viper2 straight rod300mm, cocr, product code: 196789300, lot number: unknown, quantity 1, since the lot number was not provided. Since this device(s) were not returned, no lot number could be taken directly from the device. Without the lot number, no review of its manufacturing records could be completed. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the device(s), we are unable to confirm the reported issue or identify the root cause. As no issues could be identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate